Event description:
It was reported by our field clinical specialist (fcs) that approximately 4 years and 11 months post transcatheter aortic valve replacement (tavr) procedure, the 26 mm sapien 3 ultra (s3u) valve was stenotic, with elevated gradients and moderate to severe aortic central regurgitation. A valve in valve was done using a 26 mm sapien 3 ultra resilia (s3ur) valve. The s3ur valve was successfully implanted, with mean gradient of 9mmhg and trace paravalvular leak. The patient is in stable condition. In (B)(6) 2025 on echo severe stenosis and moderate ai no mention of pvl pt felt fine no intervention. (B)(6) 2025 became symptomatic needed intervention no mention of pvl. The 4 years and 10 months post-tavr computed tomography (CT) scan images were reviewed by an edwards physician proctor with the following findings: the s3u leaflets were thickened with calcification on the non and left facing leaflets. This may be the reason for the stenosis. The valve is slightly over expanded at mid-valve, as well as at the inflow and outflow levels, which could be the reason for central regurgitation. It was noted that approximately one year prior the s3u valve had been dilated to address paravalvular leak (pvl) successfully. Pvl appeared resolved.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and imagery review. Sections b5, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was reviewed and found the valve was slightly over-expanded at mid valve at 26.8mm (0.5 was added for the outer diameter), the inflow and outflow levels are slightly over-expanded, and the leaflets are thickened with calcification on the non and left facing leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on imagery provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by our field clinical specialist (fcs) that approximately 4 years, 11 months, and 24 days post transcatheter aortic valve replacement with a 26 mm sapien 3 ultra valve the valve failed due to moderate to severe aortic central regurgitation and the index valve was stenotic with elevated gradients. Approximately one year prior, the valve was dilated to address paravalvular leak (pvl) successfully. A valve in valve was done using a 26 mm sapien 3 ultra resilia valve. Following the implant the mean gradient was 9mmhg and trace pvl. The valve was successfully implanted, and the patient is in stable condition.